Event description:
It was reported that there was right atrial (ra) lead slack across the tricuspid valve causing ectopy. It was noted that the ectopy was being caused by poor lead placement in physician's opinion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, implantable pacing lead, (B)(6) 2009. (B)(4).